Event description:
It was reported that "plif (posterior lumbar interbody fusion) l4/l5, heterotopic bone growth. Arachnoiditis worsened, unretractable pain with chronic, severe cramping in back, hips, buttocks and legs, peripheral neuropathy in both feet. Hypotonic neurogenic bladder requiring self-catheterization 4 times daily. All 10 toe nails are thickened due to underlying peripheral neuropathy; unable to sit for more than 10 minutes due to pain and peripheral neuropathy and unable to drive a car since surgery for same reason."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.